Event description:
This lead was malpositioned. A revision procedure was attempted, but the implanting physician was unable to obtain an appropriate position. Therefore, this lead was explanted and replaced.